Event description:
During procedure to correct scoliosis, while md was tightening one of the screws, a portion of the screw head broke off.because the screw was in the middle of a construct consisting of approximately 20 screws, the md felt comfortable leaving the screw in place. Patient is progressing normally.